Manufacturer narrative:
System was used for treatment. Kit lot d325 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break. However, a corrective and preventive action has been initiated for drive tube leak/breaks. Service order (B)(4) completed: service engineer inspected internal systems for blood, cleaned up blood stains inside and out and performed system checkout procedure successfully. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation, therefore it could not be determined if the specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Customer called to report a drive tube break at 435 ml wbp. No alarms before the break. Patient stable and was put on another instrument to do another procedure. Service order ((B)(4)) was dispatched. The customer informed therakos that product has been discarded; therefore, the kit, smart card or photos could not be provided for investigation.